Event description:
Procedure: vats. According to the reporter: egia ultra universal with tri staple fired fine 1st 5 times, reloads tri staple 60 purple. During 6th firing the reload didn't close at all after pressing green button. A new reload was tried and the same problem, a new handpiece was opened and the same problem, a new reload was tried on the new handpiece and it gave full resistance upon trying to close the jaws, and at the distal end of the anvil there was a parenchyma tear. The surgeon used vascular clamp to occlude the area. They opened another device to rectify the issue.

Manufacturer narrative:
(B)(4).